Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called and was taken to the hospital due to high blood glucose over 600mg/dl. The caller mentioned that she also had some lows of 36mg/dl for the past couple of weeks. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a high pressure test and the test passed. Advised the caller to have her doctor to adjust the bolus wizard settings since it seems a bit too low for her. No further information was provided.